Event description:
It was reported that the pt was not able to adjust stimulation using the pt programmer. The pt was able to communicate with the implantable neurostimulator (ins) using the recharger. The pt programmer was replaced. Two days later, it was reported that the pt was not able to adjust stimulation using the new pt programmer. It was also noted that the recharger couldn't locate the ins. The pt was able to recharge the ins to 75% the previous week. It was noted that the pt had gained weight (amount not reported). It was further noted that the pt had experienced no stimulation sensation for about one month prior to the report.

Manufacturer narrative:
(B) (4).